Manufacturer narrative:
Name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was bent which led to hyperglycemia on (B)(6) 2026. The infusion set was in use for one day. The blood glucose level was high, and it was treated with pump.